Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/24/2024. H6 component code: g07002 - device. Not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was additional dissection required in other tissues other than the target tissue when searching for the broken needle piece? If yes, please describe was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Was the needle piece seen on x-ray/CT that were performed? Does the surgeon feel that piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? What is the patients current status? --please refer to the additional event information mentioned on note(a-12327763), other information requested is unknown. The following information was reported: the lot number should update to be tlmqcx. After investigation, the patient was a female of unknown age who underwent laparoscopic myomectomy in west china second hospital, (B)(6) on (B)(6) 2024. The operator used the suture (sxpp1a405) in the way of continuous sewing for fibroid wound sewing. During the sewing, the needle tip broke (the length of broken end was less than 1 mm, and the specific length was unknown). The operator immediately gave the patient the intraoperative x-ray examination to assist in finding the broken needle. The broken needle tip was not found in the patient's body. The surgery was continued. The subsequent surgery went smoothly. The postoperative CT examination also found no broken needle in the patient's body. The broken needle tip was not found finally. The surgery time was prolonged for about 3 hours due to this event. The patient was in stable condition currently. No subsequent adverse event report was received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2024 and barbed suture was used. It was reported that during surgery, the needle tip broke during sewing the wound of the fibroid, with a broken length less than 1mm. Then x ray was used to look for the broken needle but didn't found. The surgery was delayed for about 3 hours. After surgery, CT was performed again, but the broken needle was still not found in the patient's body. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 needle investigation summary: the product received for analysis was identified as product code sxpp1a405. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.